Event description:
The pt was connected to the ventilator. The customer's attention was drawn to the ventilator by a high pitched alarm. A lot of smoke was observed from the unit. The pt was bagged. There was no pt injury. The clinical engineer observed what he described as a "glow" and smoke from the gas module area. He removed the unit and upon closer examination felt that there was a burning smell from the oxygen gas module.